Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to migration of the implanted pump from the scrotum toward the groin. The pump was repositioned into a newly created pocket on the contralateral side of the scrotum. There were no patient complications. The product remains implanted and functioning as expected.